Manufacturer narrative:
(B)(4), the customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was also returned with the double swivel valve connector assembly (both swivel valves and y connector) and two suction catheters. Only the suction catheters were returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance and scar were opened to further investigate this issue. Corrective actions were implemented under a scar in (B)(6) 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported "the incident was observed in surgery room - emergency department. The nurse opened the packaging and found that the y connector was broken in the packaging. Another kit was opened to solve the issue". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 50 samples were taken from the current production (5-16035 et tube, sher-I-bronch, ls, 35 fr lot# 73b2100343) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - 15mm connector" was not observed. From the pictures provided by the customer, the defect reported "broken/cracked - 15mm connector" was confirmed. However, it is necessary to receive the physical sample to perform a proper investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the incident was observed in surgery room - emergency department. The nurse opened the packaging and found that the y connector was broken in the packaging. Another kit was opened to solve the issue". No patient involvement reported.